Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator will not blow air. The patient reports he is very sleepy. There is no allegation of serious or permanent harm or injury. Patient reports he spoke to the doctor. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.